Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had a battery failure. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation and an evaluation confirmed the complaint. The evaluation found that the internal battery caused the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a manufacturing defect. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery failure. There was no patient harm or serious injury reported as a result of this incident.